Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The device was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer experienced high blood glucose levels for the past four to five days. The customer's most recent blood glucose level was 240 mg/dl. While troubleshooting a button error was found in the alarm history and air bubbles were found in the reservoir and infusion set. He was advised to revert to back up plan. The product was returned. Nothing further to report.